Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. The patient effects of pain, inflammation, fever, shock, hemorrhage are listed in the proglide instructions for use (IFU) as potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A patient reported complications he had been experiencing after an angioplasty procedure that he underwent on (B)(6) 2017. Vessel closure had been done using a proglide device. Starting on (B)(6) 2017, the patient experienced pain in the groin, inflammation, a difficulty to walk, fever, tenderness, insomnia, and chills. On (B)(6) 2017, the physician pushed into the groin during a hospital visit and excessive bleeding was reported. The patient went into shock and was taken to the emergency room for surgical treatment. It was discovered that the hole [access site] had not been closed. No additional information was provided.